Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The power management board (pmb) was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the display would not turn on and there was a loud whistle sound. There was no report of patient involvement.

Manufacturer narrative:
Date received by manufacturer: it was initially reported that ge healthcare became aware that this event was potentially reportable on 12/22/2017. Additional information has been received that ge healthcare actually became aware that this event was potentially reportable on 2/5/2018. The initial report was submitted on 2/22/2018. Therefore, based on the new become aware date, this event was reported on time and is not late.